Event description:
While using the stapler during the procedure, the reload misfired and then fell out of the stapler into the patient. The reload was retrieved and removed from the surgical field. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: laparoscopic appendectomy.